Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to unknown noise, oversensing and pacing inhibition. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).